Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) alarmed showing a maintenance code #3. The intra-aortic balloon (iab) was not inflated properly and the patient subsequently extubated. The iabp treatment was initiated on (B)(6) 2019 and two days later, on (B)(6) 2019 the maintenance alarm occurred. No patient harm or injury was reported.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) alarmed showing a maintenance code #3. The intra-aortic balloon (iab) was not inflated properly and the patient subsequently extubated. The iabp treatment was initiated on (B)(6) 2019and two days later, on (B)(6) 2019 the maintenance alarm occurred. No patient harm or injury was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11. Corrected fields: d4(catalog#), d10, e1(initial reporter), e2, e3, g3, h3, h6 (evaluation method, result, and conclusion codes), h10. A getinge authorized dealer's field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse calibrated the x1 sensor, and the malfunction was resolved. The iabp was then released to the customer and cleared for clinical service.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). A getinge service engineer has been dispatched to evaluate the iabp unit.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) alarmed showing a maintenance code #3. The intra-aortic balloon (iab) was not inflated properly and the patient subsequently extubated. The iabp treatment was initiated on (B)(6) 2019 and two days later, on (B)(6) 2019 the maintenance alarm occurred. No patient harm or injury was reported.